Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that during a surgical procedure on (B)(6) 2018, while setting a broach, the 4.0mm cancellous bone screw broke. The screw was implanted when it broke. A portion of the broken screw remains embedded in patient¿s bone. This report is for one (1) 4.0mm cancellous bone screw fully threaded 35mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 206.035; lot: 2365040; manufacturing site: bettlach; release to warehouse date:28. April 2008. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Semi finished part 206.035.999 / lot 5631308 was manufactured in monument: manufacturing location: monument; release to warehouse date: october 25, 2007; part number: 206.035.999, 4.0mm screw blank 35mm w/2.5 hex and turned head; lot number: 5631308; lot quantity: 249. Work order traveler met all inspection acceptance criteria. There were no inspection sheets required for this part number. There were no packaging documents included in this DHR. There were no additional dhrs for raw material(s) located. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation selection. Investigation site: zuchwil. Selected flow: 5. Broken. Visual inspection: the received screw was found broken between screw head and the screw shaft. The broken part is missing. Furthermore, there are several mechanical damages visible on the surfaces. The screw recess is in a good condition. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Material review: this review was conducted on semi-finished good with article 206.035.999 and lot 5631308, which is sub component of 206.035. The manufacturing documents do show that the correct material was used and that met all inspection acceptance criteria. Summary: our investigation has shown that the complaint conditions confirmed. Because of the damage and the missing broken part, it is not possible to measure the relevant dimension. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. Multiple factors could have lead to the damage, these factors include, but are not limited to a mechanical overload and/ or wrong torque or angulation of the screw during insertion could have lead to the breakage. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.